Event description:
It was reported that the customer experienced a cartridge alarm 20 with their insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support arranged for the replacement of the pump as it was still under warranty. The customer was advised on procedures for returning the defective pump and informed about setting up the replacement pump, including connecting their cgm and programming settings. Reportedly, the customer would reach out to their healthcare provider to obtain a backup method of insulin therapy.